Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 750 mg/dl. The customer reported being hospitalized due to diabetes ketoacidosis. The customer reported being unconscious and waking up to emergency medical services in the house. The customer reported not remembering much prior to being unconscious except having a low reservoir alarm before going in the restroom where he was found. No additional information was provided.